Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, which located on crmc 5sd2. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that drawer 6 was hard to open and close. A field service engineer removed the drawer from the station, replaced the damaged rails, reinstalled the drawer, restarted the station, and tested the drawer using the hardware test application. The drawer functioned correctly, the acceptance test was successfully completed, and the application was restarted. The customer was then able to access the drawer and inventory medication. The system functioned as intended after the field service engineer repaired the device.